Manufacturer narrative:
Investigation: a terumo bct service technician checked out the machine at the customer site and confirmed the suspected condition. The technician adjusted and aligned the IV pole button length to avoid unintentional release of the pole. A test was successfully completed. Investigation is in process; a follow-up report will be provided.

Event description:
The customer reported that the IV pole on the trima equipment unexpectedly lowers down. No adverse event occurred and no medical intervention was required. No injury was reported for this incident and no patient was connected at the time the IV pole was sliding down, therefore no patient information is reasonably known.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.11. Investigation:a terumo bct service technician checked out the machine at the customer site and confirmed the suspected condition. The technician adjusted and aligned the IV pole button length to avoid unintentional release of the pole. A test was successfully completed. The device serial number history report indicates no further related issues have been reported for this device. One year of service history was reviewed for this device with no further issues related to the reported condition identified. Correction: a field service engineer adjusted the IV pole screw. Investigation is in process, a follow-up report will be provided.

Event description:
The customer reported that the IV pole on the trima equipment unexpectedly lowers down. No adverse event occurred and no medical intervention was required. No injury was reported for this incident and no patient was connected at the time the IV pole was sliding down, therefore no patient information is reasonably known.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.11. Investigation: a terumo bct service technician checked out the machine at the customer site and confirmed the suspected condition. The technician adjusted and aligned the IV pole button length to avoid unintentional release of the pole. A test was successfully completed. The device serial number history report indicates no further related issues have been reported for this device. One year of service history was reviewed for this device with no further issues related to the reported condition identified. Correction: a field service engineer adjusted the IV pole screw. Root cause: a root cause assessment was performed for this complaint. The root cause was determined to be related to the need for an IV pole screw adjustment.

Event description:
The customer reported that the IV pole on the trima equipment unexpectedly lowers down. No adverse event occurred and no medical intervention was required. No injury was reported for this incident and no patient was connected at the time the IV pole was sliding down, therefore no patient information is reasonably known.